Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. The device related to the reported event of capsular contracture was received on august 10, 2023, with lot number 3509959. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted. No further actions are required as the device was implanted.

Event description:
Patient reported capsular contracture, baker grade unknown. Later healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture, baker grade unknown. Later healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted. This relates to the right side.